Event description:
Affiliate reports that the doctor noticed that the distal catheter was broken and fell into the abdomen of the patient. Therefore, the doctor ex-planted the valve and the ventricular catheter from the patient. It was reported that the valve was not replaced, only removed. The distal catheter was not removed due to a concern that the patient's abdomen would have to be opened.

Manufacturer narrative:
Codman has requested the device for evaluation. It is anticipated that the device will be returned. Upon completion of the investigation, a follow up report will be filed.